Event description:
The facility an infusion pump with failure code 810:04. Information was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp. Rep., no pt injury or medical intervention had been reported related to the device.